Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, 47 cfu / endoscope of the microbes were detected from the subject device (comamonas sp: 20 cfu, klebsiella pneumoniae: 17 cfu, escherichia coli: 9 cfu, and enterococcus faecium 1 cfu). The user facility also reported that the subject device had been reprocessed using peracetic acid and a non-olympus automated endoscope reprocessor made by soluscope. There was no patient infection associated with this event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc, but was returned to olympus (B)(4)). The subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated that 4 cfu / 100ml of staphylococcus coagulase negative were detected from the instrument channel of the subject device. The testing indicated no microbial growth for other channels. The testing result cleared the (B)(4) guideline.